Event description:
It was reported that the zimmer dermatome ii 4 inch width plate was cleaned and sterilized as normal when it was noted that the coating began to bubble off of the width plate which left this instrument unusable. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.